Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient developed a hematoma at the implant site. Post hematoma evacuation, the superior vena cava (svc) set screw on the implantable cardioverter defibrillator (ICD) was unable to be tightened. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.